Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) moderate stenosis was noted. The stenosis was due to the anatomy of the right ventricular outflow tract (rvot) and bifurcation. An overdilation with a 24 millimeter (mm) high-pressure balloon was performed and resulted in removal of the stenosis. The overdilation of the valve created moderate central pulmonary regurgitation. Approximately seven years following the valve implant right ventricular pressure (rvp) of 63 millimeters of mercury (mmhg) and a systemic pressure of 74 mmhg presented. A right ventricle-pulmonary artery (rv-pa) gradient of 20 mmhg to left pulmonary artery (lpa) and 30 mmhg to right pulmonary artery (rpa) were reported. The cause of the gradients was a pre-existing condition of stenosis of the lpa and rpa. A conical shape of the melody/pre-stent was noted without stent fractures and mainly caused by the rvot/ bifurcation of the patient's anatomy. A stent to the lpa reduced pressures, and overdilation with a 26 mm balloon did not further improve right ventricular (pv) pressures. The gradient was caused by bifurcation anatomy with pre-stent of the rpa- right ventricular outflow tract (rvot). Ultimately a non-medtronic 26mm valve was implanted within the melody pulmonary valve which resulted in an rvp of 55mmhg. Pulmonary hypertension (pht) still presented. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Eval code-result. Conclusion: the device remains implanted in the patient; therefore, not returned for analysis. Procedural images were submitted for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of procedural images from the case show visible fractures of the valve frame on multiple views. Valvular insufficiency is also present in the angiograms provided. There is no evidence of the post-implant dilatation, or a non-medtronic valve being implanted, or evidence of the patient¿s heart pressures as stated in the event report. Based on clinical data and literatures, valve frame stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a conclusive root cause of the stent fractures cannot be determined with the limited information available. Based on the risk analysis, an immobile leaflet (incomplete leaflet opening) is one of the common failure modes or mechanisms which could lead to stenosis and high gradients. Pannus overgrowth and calcification are common causes for an immobile leaflet. In addition, the stent fracture may have led to the reported stenosis/high gradients. However, without the device returned for analysis, a conclusive cause of the stenosis/high gradients cannot be determined. In this case, five years following valve implant, a post-implant dilatation was performed on this valve with a big, non-compliant (24mm) non-medtronic balloon, which increased the risk of leaflet tearing or an increased potential for bad coaptation of the valve leaflets. The balloon used for post-implant dilation should be 22mm, the 24mm balloon used is considered too big, especially after five years and possible calcium on the valve leaflets. In this case, overdilation of the valve created moderate central pulmonary regurgitation. This indicates the overdilation may have potentially caused an issue with the valve leaflets, i.e. Coaptation and/or leaflet tearing, which could lead to the regurgitation observed in this case. However, a conclusive cause of the regurgitation cannot be determined with the information available. In this case, a conical shape of the valve/pre-stent was noted without stent fractures and mainly caused by the right ventricular outflow tract (rvot)/bifurcation of the patient's anatomy. The gradient was caused by the bifurcation in the anatomy with pre-stent of the right pulmonary artery-rvot. This indicates that the probable cause of the high gradients and the conical shape of the valve/pre-stent were due to patient anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.